Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a communication cable that was not working properly during inspection for use. There were no reports of patient involvement.

Event description:
Additional information was provided by the customer: it was reported that the video system center had a connector issue on the front panel, sometimes it worked and sometimes it didn't.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5, h2, h6 and h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.